Event description:
The user facility reported that a blood leak was noted immediately (within 2 minutes) after initiation of dialysis treatment. The unit was changed out for another dialyzer from the same lot. A fiber leak was again noted with the second unit used. The user facility reported that there were no complications for the pt and that the blood in the dialyzer was not returned to the pt. The rest of the case of dialyzers was used with no problems. Additional event specific info was not available.